Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Possible 2 lot numbers: 2974360 / 3242938. Lot 2974360 - manufacture date: 28jul2015; expiration date: 28jul2020. Lot 3242938 - unknown. (B)(4).

Event description:
It was reported that a fenestrated tracheal tube cuff leaked. The customer reported that the incident occurred a total of three times. It was reported that the cuff was leaking at the seal. No adverse health outcomes occurred. See MFR: 3012307300-2016-00202, 3012307300-2016-00229.

Event description:
It was further reported that the device was in patient use for approximately 7-9 days.

Manufacturer narrative:
The customer reported that three devices contributed to three reported events (one device per event). The customer returned one device for evaluation. It could not be determined which reported occurrence was associated with the returned device; therefore, the evaluation of the returned device will be used for the medwatch. The following MFR's were submitted related to the evaluation: 3012307300-2016-00202, 3012307300-2016-00228, and 3012307300-2016-00229. One used portex® blue line ultra® tracheostomy tube was returned for investigation. The device was received without its original packaging. The returned device was visually inspected at distance of 12" to 24" and under normal conditions of illumination. No discrepancies were observed during visual inspection. During functional testing, a syringe was used to inflate the device cuff with air and the device was submerged under water. Bubbles (indicating a leak) were observed escaping from the device cuff. The manufacturing facility performed a review of the manufacturing process of a similar product. The review showed that all relevant documents related to the fit cuff, cuff inflation, and blue line tracheostomy tube assembly and packaging were adequate and correct. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: no deflated cuffs were detected. Investigation was unable to definitely determine the root cause of the observed hole in the device cuff.